Event description:
A physician reported that, during the procedure iol implantation, cartridge cracked. The lens was implanted using another cartridge. Additional information received and stated that there was patient contact noted however no patient harm.

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. A video was provided. The video is of the cartridge tip through a microscope. The view is a small circle. Viscoelastic was observed in the cartridge tip. The view moves very quickly showing the sides, top and bottom of the cartridge tip. Normal stress lines were observed. These may have been interpreted as the reported cracks. A qualified lens model was indicated. It is unknown if a qualified handpiece and viscoelastic were used. Review of the provided video did not show a product malfunction. The video was of the cartridge tip through a microscope. The customer may have been referring to the stress lines. The observed stress lines are an expected occurrence with a lens delivery and do not denote a product deficiency. However, stress lines can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly for advancement. It is unknown if a qualified handpiece and viscoelastic were used. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The file will be reopened if the sample becomes available. The manufacturer internal reference number is: (B)(4).